Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their crown had fall off and to have it repaired. They also reported the right upper side hurts. Patient was supported for crown issue and fit issue but did not respond. Provided fit tips and asked for updated photo and information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.